Event description:
The pronto was inserted over the guide wire when it became stuck. The device was removed and flushed, then reinserted and still would not pass over the wire. It was removed and inspected and it was noted that there was a piece sticking out of the side holes of the catheter. The catheter was removed and a new one was not used. They were able to stent the vessel and the patient did fine.